Event description:
Received call from discharge coordinator regarding hosp ER admission of pt. Upon admission to ER, pt's pupils were fixed and dilated; pt was unresponsive and apparently had had a seizure. Per history, pt is approx 5 months old male, continuous ventilator dependent. Per md orders: settings of volume .600, rate 28 bpm, inspiratory time .6 fio2 at 21%. Pt has apnea monitor under settings of tachycardia off, bradycardia at 80 bpm, apnea delay of .20 secs. Pt also had low pressure alarm with settings of low pressure alarm at 24cm h2o with 10 secs delay. Pt had 2 suction machines 1 standard, 1 portable. Pt was receiving medication nebulizer treatments of: gentamycin b.i.d. Albuterol and saline for 8 hrs. Albuterol and intal for 8 hrs. Pt had 2 ambu bags. Pt had e system of 1 to 5 lmp in case of emergency. Pt had liquid o2 at home, not in use, due to the fact that pt had been weaned from o2 previous to discharge from hosp. Vent on stroller had battery (external) pt had new trach because of poss. Decannulation earlier that day. Discharge coordinator requested for rptr to go to the home pick up monitor to download with check vent settings. When rptr arrived at the home, both parents were upset. Rptr requested that father video tape visit. Rptr picked up apnea monitor and downloaded at office. While at pt's home rptr reviewed vent settings and found that rate was changed to 26 and inspiratory time was at .9. Rptr did not check vent performance. Parents reviewed settings with rptr. Dad stated that after paramedics left the home health nurse said that he could change the vent settings back to what they originally were. Also dad said that the nurse charted timing a seizure for 11 mins at time of incident without calling for help. The tubing for the ambu-bag was connected to the regulator's "t" screw used to tighten regulator. Parents said the nurse did that and nurse didn't know how to use e system. Also the parents said they caught the nurse sleeping just prior to incident and woke her up. Mom told rptr that the day before she taught the nurse how to turn off the apnea monitor. Mom also said nurse didn't know how to turn off low pressure alarm. Mother told rptr that she had a problem with the night nurse. On 10/1/96 rptr called parents to pick up vent to be sent to MFR. Father of pt refused and told rptr to call his lawyer to get the ok. Discharge coordinator at chca. She said to hold off and don't worry about it. All of the equipment except the apnea monitor is still at pt home.